Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on a low blood glucose level reminder and the customer was unable to clear it. Reportedly, the customer entered into the site reminder screen and not the low blood glucose reminder screen. During troubleshooting with tandem technical support the reminder was able to be cleared. Customer's blood glucose level was not impacted.